Manufacturer narrative:
This report has been submitted on august 08, 2022.

Event description:
Per the clinic, the implant magnet was explanted on (B)(6) 2022, due to natural progression of hearing loss. This report is submitted on august 08, 2022.